Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction to pt identifier ¿ (B)(6). Device manufacture date: 04/02/2015 - 04/09/2015. The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. The patient stated that the sponge had white spots on the tips and edges, which indicated inadequate iodine. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available.